Manufacturer narrative:
S/w 4.10d. Retainer ring = clear. The pump was returned for cosmetic damage located at the back of the pump (cracked case at the battery compartment) found on (B)(6) 2021. Pump received with cracked battery tube threads and cracked case at the battery tube side. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, faded serial number label, faded end cap address label, keypad overlay texture damage, pillowing keypad overlay, cracked reservoir tube lip, cracked retainer and corroded battery tube. Cosmetic damage was confirmed at the back of the pump (cracked battery tube threads and cracked case at the battery tube side.). (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. Customer will discontinue the use of device.